Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced fluid secretions from the stoma site and stoma site inflammation. Cultures of the secretions revealed klebsiella and candida and the patient was treated with antibiotic tazocin 4.5gr x 4, saline, and topical octanisept. On (B)(6) 2017, the patient began 1000mg of proactive use of antibiotic augmentin x 6 days. On an unreported date, the patient was released from the hospital. On an unknown date, the klebsiella, candida, and inflammation at the stoma site resolved. As of (B)(6) 2017, it was reported that the patient continued to treat the stoma site with saline and topical octanisept 3-4 times per day.